Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the hillrom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cut, wear, tread life,etc. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 4, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to solve the issue.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.